Event description:
It was reported that the right ventricular lead exhibited a decrease in r-waves, a decrease in impedance, and an increase in capture threshold. The lead was inspected via x-ray and no anomalies were observed. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.